Manufacturer narrative:
Medical product: catalog#: 01.00010.408; lot#: 2500400; name#: (B)(4). Therapy date: date of explantation (B)(4) 2022. X-rays and photographs were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4)..

Event description:
It was reported that the patient had a revision due to periprosthetic fracture.

Manufacturer narrative:
This report is being filed to relay additional information, which was unknown at the time of the previous submitted report. Investigation results are now available. During the investigation it was concluded that the device previously submitted on this medwatch is a concomitant device and not a main device of this event. Please see associated report: 0009613350-2022-00268. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Zimmer reference: (B)(4).

Event description:
Investigation results are now available. During the investigation it was concluded that the device previously submitted on this medwatch is a concomitant device and not a main device of this event. Please remove 0009613350-2022-00067 from your records.